Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the evaluation. Failure analysis did not replicate nor confirm the customer's reported complaint. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The grips opened and closes properly. The blade was inspected, and no blade or knife cable damage was found. A review of the logs found no failures related to the reported instrument. The instrument was tested and passed the ceramic dot verification, knife slot, jaw gap verification, cut, and energy delivery. There was no problem detected. No image or procedure video was provided for review. A review of the device logs for the vessel sealer extend (480422-01/l92220301-0330) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via sk1266. This complaint is being reported based on the following conclusion: it was reported that the vessel sealer extend instrument grips did not open and/or were clamped and could not be opened with the use of the emergency grip release function. Medical intervention may be required in the event that the endowrist vessel sealer fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, when the vessel sealer extend was inserted into the patient, the jaws would not open. A backup instrument of the same kind was used to continue. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the vessel sealer extend instrument jaws were stuck right when trying to open at the beginning of surgery. It was not used at all. The scrub tech took the instrument out and they heard lose parts in the housing. They got a new instrument and immediately set aside the broken one that was sent back.